Event description:
Consumer reports problems with meter reading accurately. Analysis run on clark error grid using competitive reading (53) as ref. Points vs. Bd readings (95) yielded data points in d range of the grid, outside acceptable limits.